Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump would occasionally lose prime. The reporter alleged that this issue occured with multiple cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box review revealed one loss of prime warning associated with a low non-zero force on (B)(4) 2013. An ezprime sequence and 24 hour duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The force senor calibration check was out specification. The force sensor resistance was found to be in specification. There was no contamination or damage to the force sensor circuit. The complaint was confirmed in the pump history but not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.